Manufacturer narrative:
(B)(4). The date of event is an unknown date in 2014. Concomitant product: part: ep-108323 name: e-poly 36mm +3 hiwall lnr sz23 lot: 910360. The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-07484.

Event description:
It was reported that a patient underwent an initial right total hip arthroplasty due to degenerative joint disease. After her second revision procedure the patient still struggled with dislocation, and has been reduced 2 other times since then. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: ep-108323, high wall liner, 910360. The 11-363662, cocr modular head,824500. This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07484-1, 0001825034-2017-07483-1.